Event description:
A report was received that the patient had to frequently charged his ipg. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had to frequently charged his ipg. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement procedure to a non rechargeable ipg was due to the patients mental health. No device malfunction was suspected.

Event description:
A report was received that the patient had to frequently charged his ipg. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.